Manufacturer narrative:
All relevant device history records (dhrs) for the relay pro nbs (n4) abdominal stent-graft system (28-n4-42-159-42u) with final assembly lot# 2406040286, including final assembly (labeling), stent-graft system/packaging, delivery system assembly and stent-graft assembly, were inspected and no discrepancies were found. No discrepancies were noted in the qc inspections performed within the corresponding sub-assembly and final assembly processes. Sterilization records show the device received the required sterilization dose on june 09, 2024. There were no nonconformances or reworks in relation to the device. A review of the device history records showed no issues were found during the manufacture of the device. The delivery system was returned for investigation. The returned delivery system underwent evaluation. The device was received broken and disassembled due to the attempt to release the proximal clasp during the procedure. The functionality of the device was unable to be performed due to damage to the delivery system. The delivery system underwent decontamination, and a follow-up evaluation was performed. To evaluate the reported failure of the inability to release the proximal clasp, the proximal and distal clasp assemblies were inspected for signs of adhesive; however, no excess adhesive was found at the proximal and distal ends of either assembly. The delivery system was disassembled to isolate the green outer control tube (oct) from the rest of the device, and the oct was inspected under a microscope at the region in which the proximal pushrod is bonded to the machined vestamid. Some residue, suspected to be that of mdx, was found on the outside surface of the oct. Mdx residue in this region is expected, as it is part of the manufacturing process, whereby various sub-assemblies are coated with a mdx solution. During the manufacturing process (mi-0192) the oct of the proximal clasp assembly sits inside the inner diameter (ID) of the peek pusher support tube of the vestamid assembly during the bonding and curing process of the vestamid to pushrod attachment. Corrective actions are being implemented under CAPA 1275 (CAPA-2025-0027) to address clasp release issues. Within the CAPA, preliminary testing of proximal pushrod assemblies yielded inconclusive results that allowed engineering to identify that the adhesive based connection between the peek pusher support tube, the vestamid, and proximal pushrod can potentially contribute to a difficult to release clasp. CAPA 1275 (CAPA-2025-0027) also revealed a process difference between devices, whereby, unlike the treo and relay plus devices, the relaypro device requires several pre-attached sub-assemblies to be exposed to a second mdx application. Namely, the proximal & distal clasp assembly and pusher support tube assembly. Although not conclusive at this point, testing of small "coupon" based subassemblies within the ongoing CAPA showed that "pooled" mdx trapped between catheter components may not cure as expected, and on occasion can take on a "sticky" characteristic, possibly contributing to a difficult to release clasp. The small "coupon" based sub-assemblies tested were not representative of full devices but provided useful information. In conclusion, a review of the device history records showed no issues were found during the manufacture of the device. The root cause of the reported failure of unable to release the proximal stent could not be determined.

Event description:
"Event summary: the device was inspected prior to opening and throughout preparation with no observed abnormalities. The delivery system was flushed with 5cc of heparinized saline through the wire port and >20c through the flush port. The device was advanced via the right femoral artery to zone 5 of the aorta. An lao 55-degree angiogram was obtained to determine the proximal landing zone. The inner cannula was advanced in position 1 per IFU protocol to the proximal landing zone. The device was then placed in position 2 per IFU protocol and deployed without complication. During transition to position 3, the proximal clasp failed to release. Multiple attempts to adjust the delivery system, reset position 3, and release the clasp were unsuccessful. Forward and backward advancement of the device did not resolve the issue. An attempt was made to further manipulate the green outer control tube (oct) by cutting it from the apex release knob (position 3) and applying traction using a hemoclip. This maneuver was unsuccessful in releasing the clasp. R&d engineers nico bahar and samuel arbefeuille were contacted via videoconference. The physicians reported that the oct could not be further pulled, as it repeatedly broke and appeared to be adhered to the inner control tube (ict). It was confirmed that the oct had been cut from the apex release knob. The position of the support wires was also verified, confirming that the proximal clasp was still attached to the oct. It was decided to cut the back end of the pushrod to pull on the pushrod while stabilizing the inner control tube (ict) with a hemoclip. This maneuver was intended to potentially release the clasp in case of stiction between the outer control tube (oct) and the pushrod, and to improve access to both the oct and ict. After the pushrod was cut, the ict was held stationary with a hemoclip while the pushrod was retracted. However, this did not release the clasp, indicating that there was no stiction between the oct and the pushrod. The physician then attempted to push the ict while simultaneously pulling the oct, but this also failed to release the clasp. At some point during this process, the guidewire was removed from the device without the r&d engineers being made aware. A balloon was deployed to stabilize the delivery system tip while the pushrod was retracted at position 4. The pushrod moved back over the oct, further indicating that the oct was not adhered to the pusher support tube/pushrod. Despite pulling the oct with a hemoclip while stabilizing the nose cone with the balloon, the oct still appeared to be stuck to the ict, and the clasp remained unreleased. Multiple attempts were made to snare the support wires using ensnare, gooseneck snare, and micro snare devices, but these were unsuccessful. To improve grip on the oct, a longer segment of the pushrod was cut; however, the oct continued to fracture during traction attempts. It was discussed that the delivery system could be removed to leave the oct and ict exposed. At some point a guidewire was reinserted into the guidewire lumen of the delivery system. A right femoral artery cutdown was performed in situ with the relay pro delivery system in place. The delivery system was removed, leaving the ict (with the nose cone) and oct in position. A 20x33 gore dry seal introducer sheath was advanced, followed by an 18x80 cook sheath across the proximal clasp. With simultaneous traction applied to the green hypotube, the 18x80 cook sheath successfully disengaged the proximal clasp. The remaining components of the delivery system were removed, and the right femoral artery was surgically repaired. Outcome: successful disengagement of proximal clasp using adjunctive sheath-based technique. Delivery system removed without retained components. Access site surgically repaired. No device embolization or loss of wire access occurred." Patient outcome: "the patient was responsive to commands and vitals were normal post procedure."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.